Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Per product labeling, the patient's hematocrit is required to be within the range of 25-55%. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her father received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 1:30 p.m., a sample from this patient was tested in the laboratory using the ilacl top 300 method, resulting with a value of 2.5 inr. The patient mentioned that he first tried testing with the meter, but was having difficulty obtaining a blood sample and the meter continued counting down. The patient repeated testing again using a new finger to collect a sample. At 3:30 p.m., this new sample was tested using the meter, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently asymptomatic. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient has a history of anemia, but is currently not anemic. The patient's product was requested for investigation and replacement product was sent to the patient.